Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned resolution 360 clip device noted that the clip assembly was jammed onto the bushing and could not be opened or closed. The prongs were not locked into the capsule and were bent. A kink was noticed in the control wire and the coil was shoved up inside the handle. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record. A search of the complaint database revealed that no similar complaints exist for the specified lot. Medwatch # mw5069903.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not close. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip was mashed onto the bushing; therefore, this is now an MDR reportable event.